Manufacturer narrative:
Pump received with missing segments/partial display due to bleeding lcd glass. Pump received with crack on display window noted.

Event description:
The customer was reported via phone call that, the insulin pump had cracked. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.